Event description:
It was reported that the patient noticed that the implantable neurostimulator (ins) had moved. It was noted that the patient also experienced pain the day prior to the report to a point where she couldn¿t move. The pain had lessened the day of the report. It was reported that the patient had laughed a lot at a movie the day prior to the report and wanted to know if this could have moved the ins. It was noted that the patient had also engaged in ¿gentle sexual activity¿ the day prior to the report. The patient had put in a call to her healthcare professional and was waiting to hear back. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that when the implantable neurostimulator (ins) was implanted it was ¿more to the right.¿ the patient stated that ¿a couple of weeks ago¿ she noticed ¿it had moved down a couple inches, a little above the pubic bone.¿ at the time of the report it had moved ¿to by her rib cage.¿ she noted that it had not flipped. The patient mentioned that she lost some weight, about ten pounds, and wondered if that could cause the movement. Three days later the healthcare provider (hcp) reported that the patient called every few months to report the ins was ¿moving¿ in her abdomen. However, x-rays show that it was within normal limits and all images show the ins was in its implanted position. No actions were taken to resolve the issue and the patient continued to report movement.